Event description:
It was reported that the lead exhibited 200 ohms impedance and different stimulation threshold values with periods of muscle stimulation. During lead revision, damage was noted close to the proximal connection with blood coming from the lead lumen during stylet insertion. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.